Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that difficulty crossing occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x20mm promus element plus stent delivery system was selected to treat the lesion. The device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that the stent was damaged. The stent appeared pinched in two locations at the center of the stent. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).